Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during post op visit while teaching patient how to recharge stimulator, unable to get an excellent connection. Repositioned the charger several times, had the patient stand and move in different positions, tried using a different charging cord. Going to wait two weeks for post op swelling to decrease and try to reconnect rep reported issue not resolved. Patient has an appt on monday june 26 to try and see if the swelling has resolved. Additional information received. Rep reported patient can't get excellent coupling during a charge session unless they are leaning f orward. The caller indicated that they tried to charge with a second set of patient remote and recharger and they got the same coupling quality. The caller indicated that at the first post-op appointment, they couldn't get an excellent recharging in any position. The caller indicated that the ins is a little deep. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller will follow-up with the hcp for further evaluation of the pocket site. Additional information was received from a manufacturer representative stating the patient is able to charge but only in a leaned over position. She will be scheduled for a pocket revision. The surgery is not scheduled yet.